Event description:
Analysis of the returned usb to db9 cable determined that reported event was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the neurologist was having issues with the usb adaptor for his tablet device. The tablet device showed the following error message when attempting interrogation: ¿unable to open the port. The system cannot find the file specified.¿ the tablet device was used with another usb adaptor and was able to successfully perform interrogation. The usb adaptor has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet device passed all functional tests prior to distribution.